Event description:
Pt was treated in 2005. Immediately post treatment the dr noticed small burns apparent by little white circles on the left side of the face. Scars have been improving since onset, only a couple remain.